Event description:
It was reported in a scientific article that during a study of 70 vns patients, one pt experienced a postoperative wound infection and the system was explanted immediately. No additional info was provided. Good faith attempts to obtain additional info has been unsuccessful till date.